Event description:
This emdr was originally submitted in july 2020 with follow-up in september 2020. It was later discovered that those reports apparently did not upload correctly. Accordingly, they are being consolidated and submitted again here to make sure the reported information is in the emdr system as required. Specifically: patient received nanobone sbx putty in the posterolateral intertransverse process space for single level spinal fusion. At first follow-up visit, patient exhibited migration of a portion of the graft to beneath the skin over the fusion site on radiographs. Patient also exhibited post-operative edema and experienced pain at the surgical site. At three-week follow-up visit, the surgical incision was reopened, hematoma was drained, and incision was washed out. There appeared to be granules of nanobone sbx putty in the hematoma. Specimen taken from surgery site showed infection, organism not identified. The incision was then closed, and edema and pain resolved. Patient went on to successful fusion.